Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no blank display and failed battery test noted. Insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery and blank display. The customer¿s blood glucose level was unknown. Customer stated that no batteries worked on the pump. Customer states that the issue with the pump started on saturday with failed battery. The customer was assisted with troubleshoot for failed battery test and the customer stated that screen was blank and did not receive failed battery test. The customer was also assisted with troubleshoot for blank display and the customer stated that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.